Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm. On (B)(6) 2025, it was reported that the patient got an error on her receiver then went unconscious. Her bg meter was at 29 mg/dl when the paramedics came. She was brought to the emergency department (ed) on (B)(6) 2025 and was released on the next day on (B)(6) 2025. She assumed that she was given same medication as what her daughter was giving to her "gvoke". She does not recall additional details and was feeling all good during the report. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6: medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.